Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was displaying a blue screen. They also stated they were not able to boot up into the cns application. They swapped the hard disk drives (hdds) resolve the issue. No patient harm or injury was reported. Investigation summary: nk ts suspects that the hard drive of the device had failed. The device had been in service since 09/12/2010. There have been no other tickets on the device (sn: (B)(6)) regarding start up failure and blue screen. Mu-971ra is also a sunsetted product and is in end of service/ end of life. A possible cause of the issue is wear and tear of the hdds of the device. Based on the available information, a definitive root cause could not be identified. As the issue is related to a sunsetted product and is likely related to wear and tear of the device.

Event description:
The customer reported that the central nurse's station (cns) was displaying a blue screen. They also stated they were not able to boot up into the cns application.

Event description:
The customer reported that their central nurse's station (cns) is displaying a blue screen. They also stated that they are not able to boot up into the application.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is displaying a blue screen. They also stated that they are not able to boot up into the application. No harm or injury was reported. They will be swapping the hdd's in order to mitigate this issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.